Event description:
It was reported by service report that the siderail weid was broken exposing sharp edges. The side rail also could not remain latched as a result. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Manufacturer's investigation is still ongoing. If additional info is received a follow-up report may be issued.